Event description:
Subsequent to the initial MDR, additional information was provided on 07/21/2025. It was initially reported that an alert/notification settings issue was reported. On the morning of (B)(6) 2025 at 4:15 am, the patient's blood glucose decreased to 50mg/dl, the patient´s pump went off but he could barely hear it but the dexcom app did not alarm. He had uninstalled and reinstalled the app. The patient mentioned though that one time during the day, his bg went rapidly low and the issue would happen at night when he needed it to go off the most since he would have episodes of hypoglycemia without symptoms. During hypoglycemia the patient´s wife treated him with 3 glucagon injections. The patient recovered after the treatment. At the time of the report, the patient was in stable condition. No product was provided for investigation. Data was provided for investigation. The allegation was undetermined via data. However, it was found that an app crash occurred. The probable cause was determined to be potential patient misuse as the app was manually closed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B1 adverse event and/or product problem - additional. B2 outcomes attributed to adverse event - additional. B5 describe event or problem - additional. H1 type of reportable event - correction. H2 correction/additional information. H6 health effect - impact code - additional. H6 health effect - clinical code - additional. H6 type of investigation - additional. H6 investigation findings - additional. H6 investigation conclusion - additional.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.